Manufacturer narrative:
Medical products - zimmer biomet: - revitan, proximal part, cylindrical, uncemented, 65, taper 12/14 item# 01.00402.065 lot# 2770639 - cocr head, m, 36/0, taper 12/14 item# 01.01012.366 lot# 2783045. Trend analysis: no trend considering the following event is identified: fracture of the distal stem. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of available information documents including case information such as zimmer biomet product experience report (zper), patient consent, surgical notes and x-rays were received for investigation. The information was reviewed and relevant information to the case is summarized: zimmer biomet product experience report (zper) it is reported by the sales representative via the zper that the patient had a fractured monobloc stem in 2014, and was for that reason revised with a revitan curved stem. Now the revitan stem has fractured. The given weight and height of the patient resulted in a bmi of 31.1. According to the bmi scale the patient is classified as obese class I (moderately obese) (bmi 30 = 35) [1]. Surgical notes a copy of the original surgical note was not at hand. For pms purpose a translation of the surgical note was provided (probably by the sales representative) and describes the procedure performed on (B)(6) 2015. During the procedure a broken smith & nephew revision prosthesis is revised and a revitan curved stem 20x200 with a proximal part size 65 is implanted. It is mentioned that there is a major defect just below the trochanter major. An extended trochanteric osteotomy up to 17 cm under the trochanter tip is made and a cerclage is placed distally to the osteotomy. After removal of the stem, the osteotomy is repositioned so that the bone is not too wide. A hook plate 230 mm is placed and fixed with 4 cerclages. Based on this translation it is assumed, that (B)(6) 2015 is the implantation date of the received prosthesis. X-rays: two pdf documents including screenshots of x-rays were received. The screenshots displayed x-ray images in an x-rays viewing software and were therefore cut accordingly and included in the report. The dates of the x-rays were not included on the images itself but indicated in the file name. The three x-rays taken on (B)(6) 2015 show a revision prosthesis implanted on the right side, which fractured below the trochanter minor and tipped medially. A trochanter fixation plate is also visible which is fixed with three cerclages (one cerclage around the trochanter major and two cerclages close to the distal end of the plate). A gap can be observed laterally between the proximal fracture part and the bone. On the x-rays it seems that the proximal fracture part pierces the femur with its distal end. Based on the available x-rays it is unknown if a perforation of the cortical bone occurred or not. The trochanter fixation plate and the cerclages appear intact. The other three x-rays were taken before the revision surgery ((B)(6) 2017), the revitan stem is fractured at the connection pin and the proximal part is tipped medially. Also implanted is a cable-ready® greater trochanteric reattachment. The position of the trochanter fixation implant is rather distal in relation to the tip of the trochanter major. Like in the previous x-rays in the ap view the proximal fracture part seems to pierce the femur with its distal end. The proximal part¿s assumed original position before the fracture relative to its current position indicates a rather larger cavity in the metaphyseal area around the proximal part. The form and position of the cavity on the medial side seem to match with the collar of the previously implanted revision stem. The bone situation and the changes to the bone cannot be evaluated because the follow-up of the x-rays is missing and only the situations before the revision surgeries are shown. Additionally, in both situations some kind of trochanter fixation was used, which limits the assessment of the bone situation. Visual examination: the connection pin of the revitan® stem is fractured in the non-blasted area approximately 2-4 mm below the proximal end of the distal part. The proximal fracture part of the connection pin is still assembled to the proximal part of the revitan® stem. Both fracture surfaces show some fine scratches and a partial slightly polished line along the edge. The fracture structure is intact and points to a fatigue fracture starting from the lateral side. Macroscopically as far as visible, no defects that could have favored or triggered the fracture were found on the fracture surfaces. The connection pin is fractured in such a way that a semi-circumferential stripe of the non-blasted area with a width up to 2 mm is visible. Closer inspection of the stripe with the microscope (leica mz16 a, eq-ID wnt-03-rsr-540-151663) revealed a mixture of surface changes on half of the stripe including signs of fretting corrosion and smeared metal. Oon the distal part of the revitan® stem slight bone attachments can be observed only in the distal quarter of the anchoring region. Removal damage in the form of scratches, nicks, drill marks and cuts can also be recognized. The face surface of the stem body shows a nick and a polished zone on the lateral side close to the anterior tooth. On the opposite, another two small nicks can be observed on the inside of the posterior tooth. The nicks are most likely due to the contact with the connection pin after the fracture. There is a triangle shaped polishing in the medial region of the face surface, its origin is unknown. Further, on the face surface a shiny imprint deriving from the setting instrument can be seen. The anchoring surface of the proximal stem part shows hardly any bone attachments and some damage due to the removal e.g. Scratches. Scratches can also be seen on the neck region mostly on the medial side, which most likely are due to contact with instruments during the surgery. On the lateral side some larger areas as well as the tooth on the medial side are clearly polished. On the anterior and posterior side some barely visible, slightly polished areas can be observed. The face surface shows also only slightly polished spots. In the as-received state the cocr head was still fixed on the stem taper. After marking the position to each other the head was removed. The articulation surface of the cocr head shows several matt appearing areas and slight scratches. The head taper is inconspicuous. The articulation surface was investigated under the microscope (nikon epiphot, eq-ID wnt-03-rsr-540-151662) at 200-times magnification with differential interference contrast (dic). It is visible that the matt appearance derives from numerous scratches of higher density when compared to a less matt area. Conclusion: according to the date on the provided surgical note translation, the revitan® stem was in vivo for approximately 2 years and 9 months in vivo. The stem was revised due to a fracture of the connection pin. The fracture occurred due to fatigue in the non-blasted area just some millimeters below the proximal end of the distal stem part with the fracture origin located on the lateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surface. The connection pin shows a semi-circumferential stripe of the non-blasted area with a width up to 2 mm. Closer inspection of the stripe revealed a mixture of surface changes on half of the stripe including signs of fretting corrosion and smeared metal. It is unknown if these surface changes existed already before the start of the fracture and are associated with it or developed exclusively as concomitants. The newly formed nicks seen on the face surface and the posterior tooth of the distal stem body are most probably due to the contact with the other fracture part of the connection pin after the fracture. Slight bone attachments can be observed only in the distal quarter of the distal part¿s anchoring region and hardly any on the proximal stem part. The larger clearly polished areas on the proximal part most likely derived from contact with the cerclages and could indicate some relative movements. The barely visible, slightly polished areas could probably point to loosening. It stays unknown if the polishing occurred before or after the fracture. The complete follow-up of the x-rays is missing, only the situations before the revision surgeries are shown on the received x-rays. Both situations are similar to each other, revision stem fracture in the proximal area and use of trochanter fixations. The assumed original position of the revitan® stem¿s proximal part before the fracture relative to its current position indicates a rather larger cavity in the metaphyseal area around the proximal part. The form and position of the cavity on the medial side seem to match with the collar of the previously implanted revision stem. This could indicate that the anchoring surface of the revitan® stem¿s proximal part only had partial direct bone contact. Additionally, due to the performed extended trochanter osteotomy a weakened bony situation may have resulted at least directly after revision. However, it is unknown how this developed over time. It was also observed that the position of trochanter fixation is rather distal in relation to the tip of the trochanter major. As described in the surgical technique of the cable-ready® greater trochanteric reattachment, the upper hooks should engage and wrap around the superior portion of the trochanter [2]. It stays unknown if the above described position of the trochanter fixation existed already from the beginning or if the situation developed over time in vivo. The latter could point to an instable bony situation for the proximal part. Based on the above described findings, it could be concluded that there were several possible factors that may have contributed to the fracture, e.g. The weight of the patient, weakened proximal bony situation and the surface changes on the connection pin. However, it is unknown to which extent each of the factors influenced the sequence of events finally resulting in the fracture of the stem and whether there were other influencing factors not mentioned above. References: [1] wikipedia ¿body-mass-index¿ visited on february 02, 2018, https://en.wikipedia.org/wiki/body_mass_index [2] cable-ready® greater trochanteric reattachment, surgical technique 97-2232-107-00 rev. 3 1004-t33 1ml ©2001, 2008, 2010 zimmer, inc. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (b)(4. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e fitmore hip stem a size 2) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that the patient was implanted with revitan, distal part, curved, uncemented, 20/200 on the right side on (B)(6) 2015 and underwent revision surgery on (B)(6) 2017 due to stem fracture.